Event description:
During an si robotic case a fire erupted at the electrocautery connector on the back end of a robotic monopolar scissor and the electrocautery cord to connect to the generator. The fire was small and was limited to the distal end of the arm where the cord plugs into the scissor, and that it extinguished itself shortly after it started. The case was able to proceed with a new scissor and cord. Manufacturer response for monopolar cautery cord, (brand not provided) (per site reporter). Monopolar cautery cord made by jarit was attached to monopolar curved scissors of intuitive. Both cautery cord and scissors sent to intuitive. End of cautery cord burned off. Intuitive tested the scissors and said that it passed electrical continuity test and was fully functional.